Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in september 2010 and performed to specification up to 22nd february 2015. The device failed a self-test due to a low battery on 1st march 2015. An increase in voltage then suggests a further pad-pak was installed. Multiple manual power ups of under 1 minute duration were recorded on the 8th september 2015. No further log entries were recorded prior to receipt at heartsine. Investigation was unable to replicate the reported fault. Multiple manual power ups under 1 minute duration may suggest the user was regularly power cycling the device or the beginnings of a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.